Manufacturer narrative:
(B)(4). The customer returned a single radial arterial (ra) catheterization device as well as two separated pieces of the catheter for evaluation. The device and separated pieces showed evidence of use and the guide wire was returned fully advanced out of the needle bevel. A portion of the catheter remained on the needle hub. Visual examination revealed the catheter body was torn into three separate pieces. A small portion was remained attached to the catheter hub which was fully retracted onto the needle hub. The two smaller pieces were returned loose off of the needle cannula. The edges of the torn catheter body were jagged and torn which could have resulted from excessive force on the catheter body. The piece containing the catheter tip revealed the tip was damaged and split in one location. There was no indication of resistance between the needle cannula and catheter body, although, dried blood was observed between the two components. Offset coils were observed on the distal tip of the guide wire that was exposed out of the needle bevel. The guide wire distal j-bend was intact and the distal weld was full and spherical. Dried blood was observed in the guide wire advancer tube. Other remarks: the three pieces of the catheter were 1.535", 0.630" and 0.571" for a combined length of 2.736" which is within the overall length specification; therefore, it appears all of the catheter pieces were returned. The catheter body outer diameter, the catheter body inner diameter, and the needle cannula outer diameter were measured and all were found to be within specification. The remaining portion of the catheter was able to advance off of the needle/swg tip with slight resistance. Once the three returned catheter pieces and the needle cannula were cleaned of dried blood, the catheter pieces were able to pass over the needle cannula with minimal resistance. The guide wire was not able to be retracted back within the hub due to the dried blood in the device; however, the device was returned with the swg fully advanced. A device history record review was performed on the catheterization device including the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product gives specific instructions for techniques for insertion of the catheter. It states to "firmly hold introducer needle hub in position and advance catheter forward, with a slight rotating motion, over spring-wire guide into vessel." The IFU also cautions the user "do not reinsert needle into catheter to minimize risk of catheter damage" and contains the warning "care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter." The customer report of a separated catheter on a ra catheterization device was confirmed through visual examination of the returned sample. The device was returned with a portion of the catheter remaining on the needle hub and two loose pieces of separated catheter body. Dimensional inspection confirmed the entire catheter body was returned. The edges of the catheter at the separation points were jagged and torn indicating a breakage related to excessive force. The catheter and needle cannula met all relevant dimensional and functional requirements and a device history record review did not identify any relevant manufacturing issues. Based on the condition of the returned sample and the report that the damage occurred during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: "the catheter tip broke while in a patient". It is unknown if there was a medical intervention or if there was any harm to the patient although the sales rep reported there was no patient injury or consequence. A delay in treatment was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the catheterization device including the catheter and no relevant manufacturing issues were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: "the catheter tip broke while in a patient". It is unknown if there was a medical intervention or if there was any harm to the patient although the sales rep reported there was no patient injury or consequence. A delay in treatment was reported.

Manufacturer narrative:
(B)(4). Additional information requested regarding this event. No additional information received at the time of this report.

Event description:
The customer reports: "the catheter tip broke while in a patient". It is unknown if there was a medical intervention or if there was any harm to the patient although the sales rep reported there was no patient injury or consequence. A delay in treatment was reported.